Manufacturer narrative:
The patient had 2 leads associated with this ins. It was unclear which lead had the high impedances, therefore a system report was created for both leads. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). Section h reflects the codes applied to the other applicable components. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - multiple back operations. It was reported that the manufacturer's representative did a impedance check and found 1 of the leads to have over 10,000 on electrodes 9, 13, and 14. The rep was not sure which lead this was. It was reported patient has been receiving appropriate coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of high impedances was unknown. The issue was not resolved. It was unknown if any actions/interventions were going to take place to resolve the issue. The information was confirmed with the hcp. No further complications were reported.